Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 16973 - not valid, r1307703) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight: (B)(6) lbs. Concurrent conditions included hematuria. Concomitant products included ciprofloxacin betain (cipro). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain/ pain"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2018, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstruation irregular ("irregular menstrual cycle"). The patient was treated with medroxyprogesterone acetate (depo provera), phentermine and surgery (robotic total laparoscopic hysterectomy with bilateral salpingectomy and diagnostic cystoscopy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, heavy menstrual bleeding, weight increased, vaginal haemorrhage and menstruation irregular outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, menstruation irregular, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: number of coils on left side 4. Number of coils on right side 5. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Imaging procedure - on (B)(6) 2014: essure confirmation test(s)not specified. Result: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, lot number reported 16973 is not valid. Most recent follow-up information incorporated above includes: on 07-oct-2021: medical record received : case category updated to serious incident, reporter, rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 16973-not valid, r1307703) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight: 191 lbs. Concurrent conditions included hematuria. Concomitant products included ciprofloxacin betain (cipro). On (B)(6) 2014, the patient had essure inserted. In march 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In april 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain/pain"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2018, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstruation irregular ("irregular menstrual cycle"). The patient was treated with medroxyprogesterone acetate (depo provera), phentermine and surgery (robotic total laparoscopic hysterectomy with bilateral salpingectomy and diagnostic cystoscopy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, heavy menstrual bleeding, weight increased, vaginal haemorrhage and menstruation irregular outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, menstruation irregular, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: number of coils on left side 4. Number of coils on right side 5. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75.74 kgs. Imaging procedure: on (B)(6) 2014: essure confirmation test(s)not specified. Result: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia lot number reported 16973 is not valid lot number: r1307703. Manufacturing date: 2013-04. Expiration date: 2014-03. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 20-oct-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.